Manufacturer narrative:
A customer from (B)(6) alleged a discrepant result for a single patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The sample initially generated a positive sars-cov-2 and negative influenza a & b result. The same sample was retested on a different liat® analyzer and a different platform. Both retests generated negative sars-cov-2 results. Only the negative results were reported. An investigation was conducted to evaluate the customer issue. No product problem was identified. No abnormalities were observed in the amplification curves for run (B)(6), and internal control amplification is robust. There are no signs of pcr suppression. Run (B)(6) has weak amplification and a late CT, consistent with a low titer sample, near the limit of detection (lod) for the liat® test. Very low viral load specimens that are near the assay lod may not generate consistent results with repeat testing. No harm is alleged. The customer¿s allegation is substantiated. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from estonia alleged a discrepant result for a single patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The sample initially generated a positive sars-cov-2 and negative influenza a & b result. The same sample was retested on a different liat® analyzer and a different platform. Both retests generated negative sars-cov-2 results. Only the negative results were reported. An investigation was conducted to evaluate the customer issue. No product problem was identified. The observed discrepancy is most likely due to the sample being a weak positive for sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results with repeat testing. No harm was alleged. Per FDA guidance, one(1) MDR will be filed, one per discrepant result.